Event description:
It was reported that the "circlage wire around the proximal femur" of the right hip had broken and migrated slightly. No revision surgery is planned and the patient does not have any complaints of pain.

Manufacturer narrative:
Device remains implanted and is not available for evaluation. Device identity has not been confirmed.